Manufacturer narrative:
Title: risk factors, outcomes, and complications associated with combined ventral hernia and enterocutaneous fstula single-staged abdominal wall reconstruction source: hernia (2021) 25:1537¿1548 https://doi.org/10.1007/s10029-021-02371-2. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from february 2008 to april 2019, a retrospective study analyzed outcomes of patients who underwent ventral hernia repair or ventral hernia repair and enterocutaneous fistula repair. There were 442 patients in the study with 401 in the hernia only group and 41 in the hernia and fistula group. Ligasure was used to divide the mesentery in patients undergoing fistula repair when a small bowel resection was required. 3-0 maxon suture was used to perform anastomosis in patients requiring small bowel resection. #1 maxon was used for fascial abdominal wall closure and to secure the mesh circumferentially. Postoperative complications potentially related to the ligasure device included hematoma. Postoperative complications potentially related to maxon included: hernia recurrence and mesh infection. Reoperations were required for hernia recurrence and surgical complications. Other complications not related to the devices included: enterocutaneous fistula recurrence, cellulitis, superficial soft tissue infection, fascial dehiscence, non-healing wound.